Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 4076 implantable pacing lead 2011-(B)(6), 4196 implantable pacing lead 2011-(B)(6). (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing. It was also reported that the right ventricular (rv) lead had high impedance and oversensing due to a possible fracture. The rv lead was reprogrammed to switch pacing to integrated bipolar and the oversensing went away and the pacing impedance is 300 ohms. The rv lead remains in use. No further patient complications have been reported as a result of this event.